Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operating room for a normal device implant. During the procedure, the doctor had difficulty extending the helix. Difficulty inserting a stylet was also noted, so the physician decided to explant the lead. The lead was extracted and a new lead was implanted. The patient tolerated the procedure well and will be followed normally.